Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for nine unknown screws. Part and lot numbers were not provided by the reporter. UDI# is unavailable. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a distal femur revision on (B)(6) 2015, the surgeon removed an unknown locking compression plate (lcp) and nine (9) unknown screws from an obese, female patient due to a non-union. The femur was reamed and a retrograde nail was implanted. There was no surgery delay and no implant breakage was noted. The original implant date was unknown. The procedure was completed successfully and surgeon was very pleased with the patient's outcome. This report is for nine unknown screws. This report is 2 of 2 for (B)(4).